Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the navigation ring is inop; cannot make setting changes at all. The customer reported there was no patient involvement.

Manufacturer narrative:
Device evaluation summary: the fse reported the customer confirmed an unresponsive navigation ring. A replacement front bezel was shipped to the customer for installation by the customer. Resolution and disposition: the customer replaced the front bezel to address the reported problem. Conclusion: the determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem.